Event description:
A 2.25 mm diameter by 18 mm length driver stent delivery system was inserted for treatment of an unk lesion. It was reported that the lesion was pre-dilated with an unk balloon. The amount of calcification or tortuosity was not reported however the physician stated that the vessel morphololgy was extremely difficult. It was reported that the physician first implanted a driver stent at the intended lesion site. The physician then attempted to deliver three different driver stents but was unable to reach the intended lesion site: all three stent delivery systems with the stent still correctly placed on the balloon were removed from the pt successfully. The physician then attempted one more stent the 2.25 mm diameter by 18 mm and upon removal of the stent delivery system the physician noticed that the shaft of the delivery system separated. The physician then removed the separated stent delivery system which was still within the guide catheter as one unit. The physician inspected the stent delivery system and there was no stent on the balloon. The physician flushed the guide catheter and there was no stent within the guide catheter. The physician performed a fluoroscopy and was unable to locate the stent. Medtronic has received the delivery system and the analysis is pending. No additional sequelae were reported and the pt is reported to be fine.